Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead had a noise problem. It was not reported whether intervention took place. Patient condition was not provided.